Manufacturer narrative:
(B)(4). The limited translated symptom info made available and then reiterated on (B)(4) 2012 by the local customer service logistics supervisor indicates ¿user test failed¿. The local customer service logistics supervisor reported that replacement of the therapy delivery, pads/paddles ECG patient connector was necessary to resolve this user test issue. We will consider that a therapy delivery related user test failed indicating a condition which could impact the delivery of therapy. There was no pt involvement.

Event description:
The limited translated symptom info made available and then reiterated on (B)(4) 2012 by the local customer service logistics supervisor indicates ¿user test failed¿.